Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt was seen in the outpatient clinic and had redness around the driveline incision site. It was also reported that the pt did drop his sys controller.